Event description:
It has been reported to philips that system did not boot up . The device was outside clinical use at the time of the reported event . No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that suite pc software was failing. The suite pc software has been reloaded and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device got stuck in a boot loop intermittently. Analysis of the log file showed that the system had lab stopped responding (lsr) reboot loop. Suite pc has been replaced multiple times, but problem persists. The fse reloaded the software of the suite pc and restored backup as a temporary fix. After reloading the software of suite pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.